Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina. During the index procedure, two resolute onyx stents were implanted into the lad. Approx 25 days post index procedure, the patient suffered gi bleed. The patient was on dapt at the time of the event. The patient was treated with blood transfusion. The investigator assessed the event as not related to the device but possibly related to anti-platelet medication. The patient recovered.

Manufacturer narrative:
Additional information: the patient was also treated with a change in medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: event was also treated with medication. Correction: patient has a medical history on anemia. If information is provided in the future, a supplemental report will be issued.